Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported xen®45 gts events described as "a few cases of xen blockage...[hcp] revived the blocked xen and put another one in" in unknown eyes.